Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was displaying elevated and fluctuating shocking lead impedance measurements.